Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and rec'd a reading of 197 mg/dl. The normal control range is 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.